Event description:
When backing the catheter off wire, the catheter became stuck. The whole construct had to be removed from patient during a crucial time of trying to retrieve clots from a stroke patient. No harm caused to patient.